Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a systemic infection and there was vegetation on the tricuspid valve. The organism was identified as vancomycin resistant enterococcus and (B)(6). The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced with an implantable pulse generator (ipg) system. It was further reported that approximately one month post infection the patient passed away.